Manufacturer narrative:
The product involved in the report has not been returned for evaluation. A review of the device history record is in-progress. All information reasonably known as of 22 apr 2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by sun med holdings llc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to sun med holdings llc. Sun med holdings llc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the sun med holdings complaint database and identified as (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an sun med holdings llc. Product is defective or caused serious injury.

Event description:
It was reported, the patient was intubated with the microcuff 4.0 tube; however, the staff were not able to suction them properly which resulted in a delay in care. A work around was developed, using a different endotracheal tube (ett) hub adapter. There was no reported injury. Additional information received 11apr2025 reported, due to a backorder with their normal endotracheal tube, the staff used the y-style neo/pediatric suction elbow style catheters with the microcuff and noticed the catheter could not advance past the adapter that connects it to the suction catheter. The walls on the adapter seemed 'thicker' and the catheter frequently hung-up and kinked when the clinicians tried to advance it. There was no reported injury.